Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone (dose rate: .9593, 28.03 bolus mg/day), clonidine (dose rate: 383.71, 0.5605 bolus mcg/day), and naropin (dose rate: 0.5605, 0.0701 bolus mg/day) via an implantable pump for non-malignant pain. The drug concentration of all three pump medications were unknown. It was reported that the patient recently had her pump replaced in february 2021 due to normal end of service (eos). About 3 weeks after the pump was implanted, the patient started to get withdrawal-like symptoms. The date (B)(6) 2021 is considered an approximate date of event (specific year known only). The patient had been working with her pump managing healthcare provider (hcp) and he has made slight dose adjustments. After the increase, the patient was still experiencing the withdrawal-like symptoms, so the patient decided to test out why that was occurring since she also had a neurostimulator implanted. After about two weeks of experimenting with programming her neurostimulator, it was indicated that when the patient had her neurostimulator up to her normal programming, for about two hours the patient would start to experience withdrawal-like symptoms. The patient tried programming her neurostimulator at a really low setting and about 3 to 4 hours in she would start to feel the withdrawal-like symptoms. The patient also tried turning the neurostimulator completely off and she didn't have the w ithdrawal-like symptoms. Therefore, this led the patient to believe it was an interaction between the most current pump and the neurostimulator. It was described that their implantable neurostimulator (ins) and pump were fighting ever since the patient got the new pump. It was further reported the patient's previous pump did not have an issue with the neurostimulator and it was only until they got the new pump. The patient never had an issue with the first and second ins with the old pump. It was confirmed that the drugs in the pump have all been the same and the only difference was the increase in dose. The patient was afraid to increase her dosing any more since one of the medications is a numbing agent, and when she gives herself a bolus it will sometimes numb her legs which was clarified as having been happening for years and was related to the numbing drug. The patient's pump was implanted in her left abdomen and the stimulator was located in her right back. The patient was to follow-up with their healthcare provider to further the issue. It was noted that mentioned she does not have a managing hcp for her neurostimulator.